Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and a complaint history record did not performed as part number/lot number was not provided . Based on the available information, a definitive cause for the reported migration resulting in mitral regurgitation (mr) could not be determined. The reported patient effect of mr is included in the mitraclip instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip detachment and recurrent mitral regurgitation (mr). It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. Two clips were successfully implanted, reducing mr to an unknown grade. Two days later, transthoracic echocardiography (tte) showed that one of the implanted clips had partially detached from one of the leaflets and become wedged in the valve, causing mr to increase to an unknown grade. One week later, a second mitraclip procedure was performed. One clip was implanted next to the wedged clip, successfully reducing mr to an unknown grade. No additional information was provided.